Event description:
It was reported that the sensor was missing an electrode. The customer also mentioned a sensor break. Customer's blood glucose level at the time was unknown. Troubleshooting occured. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.